Event description:
Pci was being performed on a 99% de novo lesion in the postero-lateral branch that was heavily calcified and highly tortuous. A guiding catheter (mach1) was engaged, and the vessel was pre-dilated with a 3.0x20mm balloon (hiryu). After ivus was conducted, a 2.75x23mm cypher stent was being delivered. However, it had difficulty crossing the target lesion due to the vessel calcification. While pushing the cypher several times in order to deliver to the target lesion, the physician observed the contrast medium come into the balloon that had not been inflated. Therefore, the cypher was removed out of the pt, and 2.5x24mm taxus was implanted. The procedure was successfully finished. There was no pt injury reported. The product was clinically used and will be returned for analysis; however, it was unk if the pt had infectious diseases. The physician commented that because the balloon had not been inflated, a pinhole rupture was suspected, which caused the contrast medium to enter the balloon.

Manufacturer narrative:
Please note that this device is not distributed in the unites states. However, it is in the same class of cypher sirolimus drug-eluting stents distributed in the united states. The device is available for testing and eval but has not been received as of this writing. Additional information received will be submitted within 30 days upon receipt.